Event description:
After starclose deployment, the delivery device would not release from the clip. Multiple attempts to release the delivery device were unsuccessful. A call was placed to the product rep for troubleshooting, who recommended pulling with five pounds of force. The device eventually released with force well in excess of five pounds. The patient was not harmed.